Event description:
Customer reported that the insulin pump required frequent battery changes, had cracks and condensation inside the screen, and that the up arrow button was sticking. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.